Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no video image displayed during hypothermical anterior resection therapeutic procedure using same device. There was no report of patient harm.